Event description:
It was reported that the lead exhibited oversensing. The atrial thresholds had increased slightly. The patient would be monitored.

Event description:
New information notes: it was reported that on (B)(6) 2014, the lead exhibited further episodes of oversensing. The ventricular sensitivity was decreased, and the patient would continue to be monitored.